Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The clinical information provided, of the reported elevated metal ion levels, the pseudotumor and the necrotic tissue and debris, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported, after a right bhr system had been implanted on (B)(6) 2009, the plaintiff experienced unexplained pain, significantly elevated chromium and cobalt levels and pseudotumor. A revision surgery was performed on (B)(6) 2020 to address this event. The intraoperative findings were: large amount of necrotic material in the hip from the pseudotumor, as well as additional necrotic debris and metallic debris, consistent with metal on metal wear from a failed right hip resurfacing arthroplasty. The patient outcome is unknown.

Manufacturer narrative:
B5: describe event or problem, g5: PMA/510(k) #, b7: other relevant history, including preexisting medical conditions, a2: age or date of birth and a4: weight, d1: brand name. Section h3, h6:it was reported that right hip revision surgery was performed due to pain, significantly elevated chromium and cobalt levels and pseudotumour. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record review and a full complaint history review could not be performed. A review of the historical complaints data using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint being reopened. Similar complaints were identified for the part number and the reported/related failure mode. This will continue to be monitored via routine ongoing post market surveillance, however it should be noted that the part is no longer sold. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The clinical information provided, of the reported elevated metal ion levels, the pseudotumor, the necrotic tissue and debris, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the available information our investigation remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
D4: part number and UDI provided.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The revision surgery was performed due to unexplained pain, significantly elevated chromium and cobalt levels and pseudotumor from failed right hip resurfacing. Among the intraoperative findings were: large amount of necrotic material in the hip from the pseudotumor, as well as additional necrotic debris and metallic debris, consistent with metal on metal wear from a failed right hip resurfacing arthroplasty. The patient outcome is unknown.